Event description:
It was reported that during a surgical procedure, the drill heated up. The procedure was successfully completed, without a delay. No patient or user injury was reported, and no other adverse consequences were alleged with this event.

Manufacturer narrative:
The drill was received by the manufacturer and the complaint was confirmed. Internal components were evaluated and the motor assembly was found to be displaced and vibrating when the drill was operated. The movement of the motor was causing friction among adjacent components, resulting in heat being generated. It is unknown how the motor became displaced. Additionally, excessive corrosion was found on the rotor assembly and bearings. This condition can also lead to excessive friction among rotating components, resulting in heat generation. The motor assembly, bearings, and rotor assembly were replaced.